Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), menorrhagia ("menorrhagia") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included vulvovaginitis and uterine bleeding. Concomitant products included metronidazole (flagyl). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal mycotic infection ("recurrent yeast infections") with vaginal discharge. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant / bilateral salpingectomy) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) -2017. At the time of the report, the pelvic pain, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, dysmenorrhoea, dyspareunia and vulvovaginal mycotic infection outcome was unknown. The pregnancy outcome was not reported. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via medical records: vulvovaginal mycotic infections, pelvic pain, menorrhagia, dysmenorrhea, and dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, concomitant drug were added.lot number added. Updated suspect drug indication. Events vaginal bleeding,menorrhagia, dysmenorrhea, dyspareunia, recurrent yeast infections and vaginal discharge added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), menorrhagia ("menorrhagia") and pregnancy with contraceptive device ("pregnancy") in a 32-year-old female patient who had essure (batch no. A25168) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included vulvovaginitis, uterine bleeding, chest pain, costochondritis, sternal pain, parity 3, vaginal discharge, bacterial infection, intra-abdominal bleeding and obesity. Concomitant products included metronidazole (flagyl). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ period pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), vulvovaginal mycotic infection ("recurrent yeast infections") with vaginal discharge, weight increased ("weight gain / loss specify which one: weight gain.") And bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgery to remove the essure implant / bilateral salpingectomy) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, dyspareunia, abdominal pain lower, vulvovaginal pain, weight increased and bacterial vaginosis outcome was unknown and the dysmenorrhoea, vulvovaginal mycotic infection and fatigue was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure coil identified within the proximal lumen of one fallopian tube, but not the other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical records vulvovaginal mycotic infections, pelvic pain ,menorrhagia, dysmenorrhea, and dyspareunia. Quality-safety evaluation of ptc: unable to confirm location. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Event added per pfs: lower abdominal pain, vaginal pain, fatigue, weight increased, bacterial vaginosis. Outcome of event was added as recovering. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), menorrhagia ("menorrhagia") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included vulvovaginitis and uterine bleeding. Concomitant products included metronidazole (flagyl). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal mycotic infection ("recurrent yeast infections") with vaginal discharge. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant / bilateral salpingectomy) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, dysmenorrhoea, dyspareunia and vulvovaginal mycotic infection outcome was unknown. The pregnancy outcome was not reported. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via medical records vulvovaginal mycotic infections, pelvic pain ,menorrhagia, dysmenorrhea, and dyspareunia quality-safety evaluation of ptc: unable to confirm location most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient (gravida 1) who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.